Manufacturer narrative:
Concomitant medical product: w4tr03 crt-d; 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and pocket stimulation. It was noted that the right ventricular (rv) lead exhibited high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.